Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced "multiple 810:15 fc's meaning ail sensor saturated for 1.0ml (infusion) or 5 seconds (stopped)." This event occurred during programming/set-up, but it is unknown in which care area this event occurred. This event may have interrupted delivery. There was no report of patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). This involved an unremediated infusion pump with user interface module master software version 7:01:00. A service history review revealed that this device was not previously serviced for the reported condition, as the only records available are for preparation and installation. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device. Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "multiple 810:15 fc's meaning ail sensor saturated for 1.0ml (infusion) or 5 seconds (stopped)" was confirmed by baxter personnel in the pump's event history . The root cause was assigned to moisture on tubing. Service was unable to reproduce the fault during product evaluation, therefore it was not indicated what was done to correct the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Should additional information be received, a follow-up medwatch will be submitted.